Manufacturer narrative:
Product complaint # :(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Citations: bmj case rep.15, pages: 1-3. Https://doi.org/10.1136/bcr-2021-247757.

Event description:
Title: endoscopic transabdominal cervical cerclage replacement after recurrent late miscarriage the presented case was a woman in her thirties with raised body mass index (31 kg/m2), a fibroid uterus and adenomyosis presented with a history of recurrent spontaneous late miscarriages at 15 and 23+5 weeks of gestation; in her third ongoing pregnancy her cervix funnelled through an elective low vaginal cerclage placed at 14 weeks and she delivered at 22+5 weeks of gestation. Laparoscopic prepregnancy tac was recommended but she conceived rapidly, and therefore, underwent an open tac with mersilene tape placed at 13 weeks of gestation, and a posterior tied knot. Following the treatment, the uncomplicated reinsertion of a modified mersilene tape tac medial to uterine vessels and immediately lateral to cervico-isthmic junction was performed with an anterior cervical knot. Care was taken to lay the tape flat on the uterus and to cut the ends to 1¿2cm. This technique uses a modified curved to straight blunt needle with mersilene (ethicon) tape. The reported complications included asymptomatic urinary tract infections and endometritis. In conclusion, she spontaneously conceived again 2years later, and had an uneventful pregnancy, but again complicated by gestational diabetes which was managed with metformin treatment. Delivery was an elective caesarean section at 37+4 weeks with a live male infant born weighing 2620g with good apgar scores. Postnatal recovery was uncomplicated.